Event description:
It was reported that when using the bd pyxis¿ es refrigerator failed, unable to open the drawer. Customer tried to reboot and recover the drawer, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator had failed. The field service engineer (fse) responded to the site for multiple failing cubies in the helmer refrigerator. However, upon arrival, the fse did not observe any failures. The fse rebooted the unit and tested the helmer refrigerator multiple times, and all tests passed successfully. The system functioned as intended after the field service engineer investigated the device.